Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had the light output of the videoscope insufficient/weak. The issue was identified during lapinous hernia procedure that was completed with same device. There was no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.